Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the system had an invalid input signal error displayed at boot up and could not display video images. There is no report of injury or death associated with the event described in this complaint.